Manufacturer narrative:
On 14-apr-2023, the following additional information was obtained about the reported event: the fenestrated bipolar forceps instrument has been received and investigations completed. Failure analysis investigations did not confirm or replicate the customer reported complaint; however, it found the primary finding of cannot verify external event to be related to the customer related complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument passed electric continuity and energy was delivered. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps (fbf) instrument involved with this event but failure analysis evaluation has not been completed. From a review of the system logs, intuitive surgical, inc. (Isi) advanced failure analysis engineer (afa) stated that the complication may have been contributed by the erbe or cable seating issue. A follow-up MDR will be submitted if additional information is obtained. An advanced system log review was performed for this procedure by an isi afa. Per afa, it can be seen that after swapping out of the first fbf instrument, the erbe errors continued. The customer issue may have been contributed by the erbe or a cable seating issue. An instrument log review was performed for this procedure by an isi afa. Per afa, there appears to be several errors in relation to erbe energy activation and cord connections. It is possible that these errors contributed to the customer reported event of poor energization. However, it would be recommended to return the instrument to test the functionality and determine root cause. This complaint is being reported due to the following conclusion: during a da vinci-assisted radical prostatectomy procedure, the patient experienced bleeding. The patient¿s bleeding could not be properly stopped due to poor energization of the fenestrated bipolar forceps. The cause of the operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy procedure, the patient experienced bleeding. As per the customer, the patient¿s bleeding could not be properly stopped due to "poor energization" of the fenestrated bipolar forceps. The forceps were connected to the erbe vio dv; it is unknown what the generator settings were. It is unknown from what tissue or vessel the bleeding was observed. It is unknown what surgical task was being performed at the time the bleeding occurred. It is unknown whether the bleeding was unexpected or expected as part of the procedure. The amount of blood loss was not provided. It is unknown what intervention was performed to control or resolve the bleeding. No blood transfusions were administered. There was no serious deterioration or clinical instability during the time it took to get and install a backup instrument. The instrument was inspected prior to use and no damage or abnormalities were observed. The fenestrated bipolar forceps instrument is available for return.